Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic gastric sleeve procedure, the physician was firing a tan 60mm reload on the stomach. The first 3 squeezes of the handle worked fine and produced staples but the last part of the reload would not fire and would not complete the staple line. It could be squeezed but would not move forward with any staples being formed. The handle went limp and would not work. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative egia60amt reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.